Manufacturer narrative:
A graphic user interface (gui) flex cable was returned to covidien/medtronic¿s product analysis. A visual inspection of the returned component was performed and several open tracks were found on the cable. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The root cause was isolated to the gui flex cable damaged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had an erratic top display. The ventilator was not in use on a patient at the time the event occurred. The service engineer (se) verified the issue and replaced the liquid crystal display (lcd) flex circuit cable. The unit passed all testing and operated within the manufacturing specifications.